Event description:
During insertion of the coil into the microcatheter's hub, it became stuck. It was reported that upon removal of the coil, the main coil was observed to be broken. There was no patient involvement.

Event description:
During insertion of the coil into the microcatheter's hub, it became stuck. It was reported that upon removal of the coil, the main coil was observed to be broken. There was no patient involvement.

Manufacturer narrative:
Subject device was disposed.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. Based on the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned.